Event description:
The facility reported to customer service a pump with failure code 812:02. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 01, 2007. Evaluation summary: the device was evaluated on-site. The reported failure code 812:02 was confirmed. Inspection of the device found that the cause of the failure code was due to corrosion on the pump-head module. The pump-head module was replaced. The device was returned to the customer fully operational.